Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which a new artificial urinary sphincter (aus) was implanted due to increased incontinence. The patient did not experience any adverse events and required no further intervention.